Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the follow ing: etlw1616c124ee, serial/lot #: (B)(6), ubd: 25-oct-2024, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 05-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance study. The endurant iis stent graft (esbf3214c103ee) was successfully implanted, followed by (etlw1616c124ee) placed in the left iliac artery and (etlw1620c93ee) in the right iliac artery. It was reported on approx. 6 months, 18 days later, the patient experienced a sudden onset of shortness of breath and presyncope. The patient went lifeless, and CPR was initiated, the patient was defibrillated for ventricular fibrillation. Post-resuscitation, hemo dynamics stabilized, and the patient regained consciousness. An ECG revealed anterior st-elevation. The patient was hospitalized, and emergency coronary angiography confirmed no significant changes compared to the 2018 angiogram, no tight proximal stenoses were observed however, significant stenoses were identified in the lcxc and lom2 vessels. Initial echocardiography indicated a left ventricular ejection fraction of 25%. The patient¿s heart failure medication was adjusted, and jardiance 10 mg once daily was initiated to manage blood sugar levels. Intervention was performed 3 days post hospitalization, a secondary preventive ICD pacemaker was implanted. Due to suspected myocardial ischemia, it was decided to treat lcxc and lom2 with balloon dilatation and stenting. During hospitalization, no significant arrhythmias were observed, some single ventricular arrhythmias were observed. The patient recovered 5 days post onset of symptoms and was discharged from the hospital. The site assessed the myocardial ischemia as not related to the device, procedure or the underlying condition / disease. The cec assessed the myocardial ischemia as related to the index procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received: the cec updated the assessment to not related to device or procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.